Event description:
Unomedical reference number (B)(4). Event occurred in australia it was reported the patient's infusion set's tubing detached close to the site location after insertion. The site location was the patient's abdomen, and the pump was on the left side of abdomen. The infusion set had been used for one day. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient's blood glucose level was 137 mg/dl. No further information available.